Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low and high blood glucose readings. Customer believes that the issue is with the ultralink meter and that it is not functioning correctly. Customer stated that she took a manual injection for her high blood glucose readings. Customer's current blood glucose reading is 109 mg/dl and she declined any troubleshooting. No further information reported.